Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
Following information reported, the bed platform was moved to the highest position using control button during cleaning of the bed. When the facility staff leaned on the bed, the bed collapsed. The radius arm dislodged from the guide rails. There was no patient involved. No injury was reported.

Manufacturer narrative:
Arjo was notified about an event with involvement of enterprise 8000x medical bed. According to the information reported by the end-user, during cleaning of the bed, the bed platform was moved by the facility staff to the highest position after using the raising function control button. After that when the facility staff leaned on the bed platform, the bed collapsed. There was no patient involved. No injury was reported. The evaluation performed by the arjo technician revealed that the radius arm dislodged from the guide rails causing that the subframe separated from the base frame. In addition, the height actuator detached and broke into pieces. The damaged actuator was removed from the device and its evaluation was performed by the component supplier. On (B)(6) 2021, arjo received the results of the supplier analysis. According to them, a loose connection between the electrical switch (which prevents the actuator from extending beyond its limit) and the control pcb, might cause that the actuator did not stop when it reached its limits, but continued to run as long as someone was pushing the button on the control panel. The bed¿s actuator is equipped with protection (a lock ring), which prevents the actuator from extending the limits and disconnection from the frame. But in the reported case, the lock ring was damaged. It could not be confirmed whether the damaged actuator and its lock ring led to the bed collapse or the lock ring and the actuator became damaged in a result of the radius arm dislodging from the bed guide rails. To sum up, the arjo device failed to meet its manufacturer¿s specification since the radius arm dislodged from the guide rails and the actuator broke. The device was not used for patient treatment when the failure occurred. The complaint decided to be reportable due to collapse of the enterprise 8000x bed.